Event description:
The device was used during a low anterior procedure. Reportedly, the staples did not form properly and the device made a noise. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.